Event description:
It was reported that the physician dissected the coronary sinus with the left ventricular catheter and was unable to place the left ventricular lead. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).